Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis from a health professional using unknown dianeal for peritoneal dialysis therapy. On (B)(6) 2012 the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012. The patient was currently performing hemodialysis at the hospital. The nurse was contacted on (B)(4) 2012; the nurse confirmed the peritonitis, however, could not confirm the hospitalization date. The nurse stated that the patient was still hospitalized. The patient was placed on hemodialysis. Events were unrelated to dianeal or extraneal therapy. No further information is available. A search of (B)(4) for suspect products shipped within two months before the incident showed the following: product code: (B)(4); lot numbers: 11j21h25.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 11j21h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.